Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the complaint was not confirmed. According to the event log, no irregularities were observed. The pump infused in accordance with the programmed parameters. Conclusion: according to the event log, no irregularities were observed. The pump infused in accordance with the programmed parameters. Eitan medical requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. The customer stated that no human harm occurred as a result of this event. It was reported that no medical intervention was required as a result of this event.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities, and no indication of over delivery was observed. The pump was found to meet its specifications and successfully passed accuracy testing.